Event description:
It was reported that during the procedure to treat a lesion in the mid right coronary artery, the 3.5 x 23 mm xience v stent system was removed from the hoop and loaded onto the guide wire. The device was advanced into the patient anatomy and crossed to the target lesion. The stent was deployed and the delivery system was removed from the patient anatomy. The patient was taken to the recovery room. The film from the procedure was reviewed and it was noted that the stent was not seen at the target lesion. The stent was found on the table and remained on the stylet. It was believed that the stent was removed when the stylet was removed during device preparation. The patient returned to the cath lab and a 3.5 x 23 mm xience v stent system was advanced and the stent deployed. There was no adverse patient effect and no clinically significant delay. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the 3.5x23mm xience v stent delivery system (sds) was returned with a stopcock attached to the hub. There was blood visible in the guide wire lumen, suggesting that the device was loaded onto a guide wire. There was also contrast visible in the inflation lumen and the balloon was loosely-folded, which is consistent with the reported information that the device was pressurized during the procedure. The stent implant was returned dislodged with no damage noted, confirming the reported incident. The stent was returned on the stylet, inside the yellow protective sheath. However, there were crimp marks on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Furthermore, measurements of the outer diameter of the stent were taken and all dimensions met manufacturing criteria. The inner diameter of the protective sheath was also measured and also met manufacturing criteria,. There were multiple bends noted throughout the entire length of the hypotube and a bend in the stylet towards the proximal end. However, as this damage was not originally reported in the case description, the kinks likely occurred from further handling as the device was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to the reported stent dislodgement. Potential factors that can contribute to stent dislodgement outside the body prior to use include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. Additional information received from the account stated that the device was prepared normally, although the technician may have been rushed when removing the stylet from the tip of the catheter, not realizing that the stent may have been pulled off of the balloon. If significant pressure was inadvertently applied during removal of the protective sheath and stylet, this may have caused the stent to become disrupted on the balloon, thereby facilitating stent dislodgement, however, this could not be confirmed. Based on the information provided and the analysis of the returned product, a definitive cause for the reported stent dislodgement could not be determined. It was noted that the vision stent was not noted to be dislodged until after the sds was already advanced to the lesion and inflated. It should be noted that the xience v instructions for use states: prior to using the xience v eecss, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Not inspecting the device prior to use likely did not cause or contribute to the reported dislodgement. To assure that all products perform according to specification, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A sampling of units is destructively tested for stent movement to verify stent security and dislodgement force. A review of the finished product lot history record did not reveal any nonconforming material record issues associated with this lot, indicating all lot release testing met specification. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for stent dislodgement from this lot. Based on the investigation, there does not appear to be any indication of a product quality deficiency.